Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a supply bag and the supply line of a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during use while the patient was connected. The patient stated they had not seen anything unusual with the supplies; the over pouch had not been damaged. The patient stated they had not use any tools to make the connections and believed the connections had been secure. The patient did not see any damage to the connection and was unsure how the leak occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.